Event description:
It was reported that log files were submitted for review and captured a loss of power to the mobile power unit (mpu), the backup battery was used until power was restored. There were no other unusual events in the log file history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: serial number requested but not provided. Manufacturer's investigation conclusion: the reported event of loss of power to the mobile power unit (mpu) was confirmed via log file analysis. Analysis of the submitted log file captured a low power hazard alarm events on 11mar2024 at 07:41:05. The alarm activated due to loss of power from the mobile power unit. The system reverted to the internal 11v backup battery briefly. The power was restored approximately four seconds later, and the alarm cleared. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause that led to the loss of power from the mpu could not be determined through this evaluation. Serial number of the mobile power unit was unavailable, and the device history record was not reviewed. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.